Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the 0.014" enroute interventional wire created a dissection that was covered with an unplanned additional stent.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the 0.014" enroute interventional wire created a dissection that was covered with an unplanned additional stent.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.